Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v302363, implanted: (B)(6) 2009, explanted: (B)(6) 2011, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the patient had pain at the implantable pulse generator (ipg) site. It was unknown if there were any related external factors or if any diagnostics were performed. The ipg and the leads were explanted on (B)(6) 2011 and the issue was resolved. There were no device issues reported.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.